Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the bottom case was damaged, and the top case corners were chipped. A review of the event history log identified premature empty alarm. During the functional testing the reported issue was able to be duplicated. The carriage was broken from impact. The root cause of the issue was due to customer impact on the device. Replaced the carriage.

Event description:
It was reported that was unable to calibrate the plunger position on the pump. No patient injury or involvement was reported.